Manufacturer narrative:
The device was returned to olympus for inspection. This event is caused by a component failure of the power board. The power board failure is an electrical/electronic component problem, but the cause of the failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator exhibited an e344 error. There was no patient involvement.